Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0ar1b, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
The patient experienced wonderful results after implant. Post-surgical, the device did not even need to be turned on. The first week it was on, he could walk to and from the barn. Now he has been complaining of a lot of leg weakness and had decreased fine motor skills. The patient wanted to know if this was a side effect from the ins or the disease itself. He did have a fall the other on (B)(6) 2013. His doctor was aware of the fall. His doctor turned the stimulation a little bit, he was over dosing on carbidopa-levodopa. He cut back on the medication and his speech/cognitive improved, but complained of overall weakness in his legs. Additional information has been requested.